Manufacturer narrative:
In the event the device is returned, no analysis will be done as the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's drg lead was explanted and replaced due to lead migration.